Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided final lot number 9126569 and all applicable sub-assembly lot numbers. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To further investigate this issue, three physical samples and one picture sample were provided for evaluation by our quality engineer team. Through examination of the samples, a material was detected on the barrel. Fourier-transform infrared spectroscopy analysis was performed on the detected material and it was determined that the material consisted of silicone. The silicone resulted from the lubrication process performed within the manufacturing facility. It has been determined that the silicone presence is within specifications. At this time, further action has not been determined necessary.

Event description:
It was reported that foreign matter was found before use with a syr 10ml ll w/ndl eclipse 22x1-1/2 rb. The following information was provided by the initial reporter, "water drop in the barrel." 3 occurrences were reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a syr 10ml ll w/ndl eclipse 22x1-1/2 rb. The following information was provided by the initial reporter, "water drop in the barrel." 3 occurrences were reported.